Event description:
The customer reported the device was 'unable to run a self-test.' No additional detail was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was 'unable to run a self-test.' No additional detail was provided. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.